Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by end user that, the cs300 intra-aortic balloon pump (iabp) was not inflating. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was unable to find any faults. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
N/a.